Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing deficiency was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm bioprosthetic aortic valve, implanted for 15 years, was explanted due to severe aortic stenosis. The patient had a peak velocity across the valve of greater than 4 m/sec. He was noted to have recurrent severe coronary disease including a left main coronary stenosis and a prior left main stent, and also significant obtuse marginal and right coronary disease. Because of his severe symptomatic state and his recurrent disease, the patient required surgical reintervention. The valve was found to be heavily degenerated and calcified. A posterior root enlargement was required to allow implantation of an edwards 23mm valve. Post cpb tee demonstrated normal bioprosthetic valve function. He was taken to the ICU in stable condition. The patient's postop course was complicated by severe right-sided cva with encephalopathy. He was further complicated by aki, shock lover, possible uti in addition to management of his extensive comorbidities. Per discussion with the family, the patient did not want life support for any extensive period of time. After several days without improvement, he was terminally extubated and expired on pod#7.